Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the damaged instrument component was a broken grip cable. One grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. Other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noticed that the wires are loose on a mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.